Manufacturer narrative:
Unique identifier (UDI) # (B)(4). The customer refused to provide further information on a clear timeline and whether calibration or qc were acceptable or failed at the time each patient sample was run. On (B)(6) 2021 the sodium qc did not have acceptable results. The last calibration performed on (B)(6) 2021 was not acceptable and had alarms. The field service engineer pulled out all electrodes and cleaned the bath sub-assembly, checked o-rings, put electrodes back in, and replaced the sipper. They then performed 20 successful ise checks and performed 5 successful calibrations without any alarms. The service actions resolved the issue as no further issues were reported after the service visit.

Event description:
The initial reporter complained of questionable ise indirect na, k, cl for gen.2 results for 8 patients samples on a cobas 6000 c (501) module analyzer. Patient 1: chloride: the initial result was 122.6 mmol/l with a data flag and had an autorepeat result of 107 mmol/l. The repeat result on (B)(6) 2021 was 106 mmol/l. Patient 2: sodium: the initial result was 173 mmol/l with a data flag and had an autorepeat result of 136 mmol/l with a data flag. The repeat result on (B)(6) 2021 was 135 mmol/l. Potassium: the initial result was 4.22 mmol/l. The repeat result on (B)(6) 2021 was 3.7 mmol/l. Patient 3: sodium: the initial result was 145 mmol/l. The repeat result on (B)(6) 2021 was 137 mmol/l. Potassium: the initial result was 4.22 mmol/l. The repeat result on (B)(6) 2021 was 4.69 mmol/l. Patient 4: sodium: the initial result was 142 mmol/l. The repeat result on (B)(6) 2021 was 133 mmol/l. Patient 5: sodium: the initial result was 129 mmol/l. The repeat result on (B)(6) 2021 was 136 mmol/l. Chloride: the initial result was 95.1 mmol/l. The repeat result on (B)(6) 2021 was 113.2 mmol/l. Patient 6: sodium: the initial result was 147 mmol/l. The repeat result on (B)(6) 2021 was 140 mmol/l. Potassium: the initial result was 3.56 mmol/l. The repeat result on (B)(6) 2021 was 4.28 mmol/l. Patient 7: sodium: the initial result was 148 mmol/l. The repeat result on (B)(6) 2021 was 140 mmol/l. Patient 8: sodium: the initial result was 145 mmol/l. The repeat result on (B)(6) 2021 was 139 mmol/l. Potassium: the initial result was 4.24 mmol/l. The repeat result on (B)(6) 2021 was 4.71 mmol/l. The repeat results obtained on (B)(6) 2021 were from a c501 (sn (B)(4)). The results were reported outside the laboratory. The repeat results from (B)(6) 2021 were deemed to be correct. The electrode lot numbers and expiration dates were asked for but not provided.